Event description:
It was reported that the patient passed away in his sleep in his dormitory. The funeral home stated that the patient was buried and their standard procedure was to leave medical devices implanted for burials. Therefore the device will not be returned for product analysis. Attempts to obtain additional relevant information have been unsuccessful to date.